Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the site infection. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 24: warnings: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Changing your pod chapter 3 / page 33: check the infusion site at least once a day: be aware of signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider. If you observe any problems with the pod, replace it with a new pod. Living with diabetes 11 / page 115: warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider. Changing your pod: chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod between 36 and 48 hours the needle did not retract from the infusion site (arm), the patient experienced some pain and a high fever so he removed the pod and discovered the needle from the pod was still in his arm. At 8:30 pm the patient applied a new pod and went to the emergency room. The patient was diagnosed at the emergency room with an infection at the infusion site (arm) and was treated with antibiotics by intravenous therapy. The pod will not be returned as it was discarded at the emergency room.